Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (369-452 mg/dl) and a bolus via the pump was delivered to address the high bg. A pump system check was performed and no device issue was identified. The customer thought the site was the cause of the high bg; however, no issues were observed with the cannula. The customer was to change out the infusion set site and had declined tandem technical support's offer to follow-up.